Manufacturer narrative:
Product event summary: at analysis one stated reason for return, "noisy fan" was confirmed however there was nothing noted about the second stated reason, that the power supply be verified. It was additionally noted that there were errors found in the software updates and that the electrocardiogram (ECG) connector was loose. The device was cleaned, the ECG connector and the cooling fan were replaced, new software was installed and the stylus calibrated. The device then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that the programmer had a noisy fan and that its power outlet was to be verified. It was indicated that this event occurred during a procedure but that it did not cause any delay. Follow-up was initiated to obtain the information as to why the power outlet needs to be verified. The programmer has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned to service and that the customer had reported "a problem with the power supply".